Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-601, lot sexyk, description: tri cr femoral component. Cat 5520-b-500, lot ha1d1, description: tri primary tibial baseplate-cemented. Cat 5551-I-320, lot h7168, description: tri asymmetric patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported by counsel as a result of a legal claim, that allegedly the patient underwent a right total knee arthroplasty and was implanted with a triathlon total knee system on (B)(6) 2007. There is no further information at this time.

Manufacturer narrative:
An event regarding an unknown failure mode involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: not performed as the failure mode is unknown. There was a reported event in which a right total knee was implanted. No failure mode was provided. The exact cause of the event could not be determined because further information such as x-rays, patient history, follow-up notes and the primary operative report were not received. This information is needed to complete the investigation for determining the exact root cause.

Event description:
It was reported by counsel as a result of a legal claim, that allegedly the patient underwent a right total knee arthroplasty and was implanted with a triathlon total knee system on (B)(6) 2007. There is no further information at this time.